Event description:
Customer reported that a tandem t:slim x2 insulin pump charger was malfunctioning. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.